Event description:
A monopolar electo-surgical cable was in use during a laparoscopy case. When the power was applied, the cable began to spark and burned in two near the end that connected to the generator. No injuries were reported. Another cable was utilized to complete the procedure.